Manufacturer narrative:
Strata clinical personnel - (B)(4) (clinical manager) and (B)(4) (clinical specialist) believed that the keloids could have mainly formed from the scratching and attention from the patient.

Event description:
Strata's sales manager ((B)(4)) during a visit to a customer mid (B)(6), the dr. And the clinician mentioned of an (B)(6) year old vitiligo patient that recently developed keloid on his side of treatment. The clinic requested training. The patient was in his 32nd treatment and the account was not confident on his dosing procedure. By his last treatment, the clinician was dosing his lesions at 5000 mj. He is a skin type 5 and was experiencing blistering and erythema, but rather than having multiple doses for his different lesions, they stayed at the same dose. Also, they were dosing in percentages rather than mj, which is why he was so high and blistering so frequently. The office was stating that due to the blistering, he had keloid formations on his right jaw and chin area. Strata performed a re-training of proper dosing, template use and correct input into the laser on (B)(6) 2017. Strata discussed with the clinic not treating the patient on the areas with keloid, as he is receiving injections, and once those heal to start at a much lower dose. Significantly decrease the dose to 1850 mj for the one treated lesion on (B)(6) 2017.